Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of an unspecified handpiece. It is unknown if qualified products were used. The product investigation could not identify a root cause. Information in the file indicates that when using the handpiece it felt rigid. Associated products were not provided. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
An healthcare professional reported about a lens haptic broken and the injector tightening and it went already a bit rigid during the procedure. The lens was explanted and replaced in a secondary procedure in a new operation room.